Event description:
It was reported by the affiliate that during an unknown procedure, clip jams in the jaws while the surgeon placed on cystic artery. Another device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returning. (B) (4).

Manufacturer narrative:
(B) (4). (B) (4). Dropping or ejected clip the analysis results found that the instrument was returned in good visual condition. The instrument was cycled, fed and formed 4 clips conforming, after the fourth firing the remaining clips were ejected. The instrument lock out was functional. However, it could not be determined what may have caused the finding. A batch record review was performed and no anomalies were found during the manufacturing process.